Event description:
The patient experienced underdose symptoms; the expected residual volume at refill was 0ml; 8ml were present. The physician tested the catheter and it was "correct." The pump was replaced. The pump contained hydromorphone 5 mg/ml. "The dose finding was ongoing."